Event description:
Patient grabbed commode expander by gray metal handles. Plastic holding handles broke causing patient to fall on floor. He was still holding handle. Patient sustained bruise and contusions. Manufacturer response (as per reporter) for commode extender, (brand not provided).no answer as of yet.